Event description:
Hospital advised that a nurse was checking this pump prior to use on a pt then sent it to the biomedical engineering department with a note attached indicating "not working properly." Hospital biomedical engineer checked the pump, replaced the pumping mechanism and the strain beam, and was unable to calibrate the strain beam. It was returned to the MFR, where testing determined there was no audio alarm.